Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock due to a bundle branch block creating low morphology. It was noted that although the signal was reasonable the r to t wave ratio was not good and the low amplitude accentuated when the patient's rate sped up. It was further noted that the patient had a previous inappropriate shock with the previous subcutaneous implantable cardioverter defibrillator (s-ICD) due to the same morphology. That device had been explanted and replaced with this s-ICD. Boston scientific technical services (ts) was consulted and suggested a treadmill test while checking other sensing vectors. Ts also noted the possibility of an electrode repositioning. The field representative stated that at this time the physician collected a new template while on the treadmill and the patient will be monitored using the remote home monitoring system. The s-ICD and electrode remain in service and no adverse patient effects were reported. The s-ICD was returned from an unspecified source, thus indicating it was explanted. There were no further allegations against the device. The s-ICD underwent analysis testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock due to a bundle branch block creating low morphology. It was noted that although the signal was reasonable the r to t wave ratio was not good and the low amplitude accentuated when the patient's rate sped up. It was further noted that the patient had a previous inappropriate shock with the previous subcutaneous implantable cardioverter defibrillator (s-ICD) due to the same morphology. That device had been explanted and replaced with this s-ICD. Boston scientific technical services (ts) was consulted and suggested a treadmill test while checking other sensing vectors. Ts also noted the possibility of an electrode repositioning. The field representative stated that at this time the physician collected a new template while on the treadmill and the patient will be monitored using the remote home monitoring system. The s-ICD and electrode remain in service and no adverse patient effects were reported.